Manufacturer narrative:
(B)(4). Batch # p59007. Device evaluation: the analysis found that one ec60a device was returned with no apparent damage and with one gst60w cartridge loaded in the device. The cartridge reload was received fully fired. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device opened and closed without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that the device was being used in a subtotal sleeve gastrectomy. On the 4th firing the gun would not open so had to be cut from the specimen. The procedure was completed by replacing with an alternative device. The device was opened by the nurse at the end. There were no patient consequences reported.